Event description:
It was reported that the patient was scheduled for a revision the day after the report. The patient was receiving stimulation in the wrong location and the stimulation pattern had changed. The reporter stated that the leads needed to be moved down. Three days later it was reported that the patient was doing great. The leads had migrated cephalad so they were ¿just pulled down approximately two vertebral bodies.¿ five days later it was reported that the ¿wires and battery were redone.¿ however, the patient then stated that he thought the battery was ¿left alone¿ when the leads were repositioned.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot# n233456, implanted: (B)(6) 2010, product type accessory. (B)(4).